Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with qdot micro catheter and the physician considered the amount of char a potential risk to this patient. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation 22-sep-2025. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed char residues attached between the second and first electrode. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31562027l and no internal actions related to the complaint was found during the review. The char issue reported by the customer was confirmed. The potential cause of the char could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The instructions for use (IFU) contain the following information: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. In the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. To remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with qdot micro catheter and the physician considered the amount of char a potential risk to this patient. After successfully completing the procedure without any patient consequences, the physician pulled out the qdot micro and noticed charring/coloring on the catheter tip. No patient consequence. Additional information was received on 09-jul-2025. The system did not present any error message nor did the physician / user see any product problem. No issue related to temperature and flow on the catheter. The generator ablation mode and thresholds were qmode plus and qmode qmode+, 90w, temperature target: 55°c and temperature cut off: 65°c. The patient was anticoagulated above 300 and it was maintained during the procedure. The physician does not consider that the char was excessive. The physician considered the amount of char a potential risk to this patient, but no harm to the patient happened nor was noticed. The correct catheter settings were selected on the generator. No issues were related to flow rate change at the start of the ablation. The duration of the ablation was not used greater than 60 seconds. The average contact force was not greater than 25 grams. The irrigation rate was not used outside of those prescribed. The pre-ablation high setting was set to 2 sec. The carto visitag module was used and the settings were qmode+ settings stability+ algorithm tag size radius: 3mm. The color options used were tag index and total energy (290j ¿ 330j). Heparinized normal saline was used. The patient did not exhibit any neurological symptoms since the procedure was completed. The charring/coloring on the catheter tip issue was originally considered non-reportable, however, bwi became aware on 09-jul-2025 that the physician considered the amount of char a potential risk to this patient and have reassessed this issue as reportable. The awareness date for this record is 09-jul-2025.

Manufacturer narrative:
The investigation was completed on 26-jul-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31562027l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).